Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was: ¿leaking at cassette exhaust¿. There was no patient involvement and no human harm/adverse event reported. The product is available for investigation.

Manufacturer narrative:
Corrected data: h8 - usage of device. One sample was returned for evaluation; no pictures were provided. Upon visual inspection, it was noticed that the plate was broken, therefore the leak in the cassette was caused by the broken plate. The reported issue was confirmed. No lot number was provided; therefore, a history record review could not be conducted.